Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were erratic, the control bar was not in the correct position and the calibration was out at all readings. The control bar was adjusted, the spring seal was stretched to steady rpms, and the ball plunger, lever, semi-circles, vespels, e-ring, and spline set screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during testing on an unknown date, middle pin does not move when powered on. No patient involvement or impact. At investigation it was noted that the rpms of the device were erratic. Due diligence information complete. No additional information available.